Manufacturer narrative:
Additional information added to: short description, b5. Revised patient code from 3190 to 2199. Customer stated no further information available.

Event description:
It was reported from the d3 cardiac intensive care unit (ICU) that the pump alarmed error during an intravenous (IV) carrier fluid infusion. The customer recalled that there was an error message, but cannot recall what it stated. The pump module was replaced which corrected issue. The facility htm was unable to validate issue. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump alarmed error -recalls that there was an error message, but cannot recall what it stated-pump module replaced which corrected issue. Htm is unable to validate issue.